Event description:
Customer called to report that she had high blood glucose and the insulin pump was alarming motor error during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to flush/loose drive support disk. Unit was unable to verify motor error alarms, but the motor was tested outside of the device and passed. Unit had messing end cap sticker, cracked case at display window corners, reservoir tube lip, display window and scratched display window.